Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial tray at the cement to implant interface. Cement manufacturer is unknown. The knee looks to have a loose femur and pcl deficiency. The femur did have some posterior condylar bone due to the femur starting to be loose. The tibial tray looked good on xray, but after a few moderate taps it came out with minimal cement on its backside. This was an s+ tray. It is interesting to see the cement not stick to it. The patella was retained. This patient has a right total cr attune rp knee done by the surgeon in 2018. Doi: 2018; dor: (B)(6) 2020 right knee.